Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) old female nurse reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications included advil (ibuprofen). On (B)(6) 2011, the consumer started using o.b. Super non-applicator tampons, one tampon, twice, vaginally, for menstruation (lot number 0611m1722 and expiration date unspecified). On the same day, the two cotton tips of the tampon ripped off and got stuck in her vagina which was of about ear swab size. She stated that the tampon got stuck in her vagina twice in (B)(6) 2011. She removed it consulted with her healthcare professional. After an unspecified duration, she discontinued use of the device and the event resolved after an unspecified duration. The report was assessed as non-serious event. The company causality was assessed possible. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and 1 tampon has loose fibers at the tip >5mm. CAPA was initiated to investigate root cause and corrective actions associated to loose fibers. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.